Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of the insulin pump had scratches that impaired the visibility. Customer¿s blood glucose level was unknown. Customer mentioned about the calibration issue. Reservoir was slower during rewind. Insulin pump had diminished battery life. The insulin pump will not be returned for analysis.